Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID (B)(6), study ID (B)(6) and incident type ae subevent number: 2. Primary diagnosis: stenosis description: low back pain onset date: 2024-03-19 outcome status: not recovered/ not resolved interventions: action subtype: ae result in hospitalization action result: no action subtype: any other action(s) taken action result: yes other action taken: CT was ordered and follow up was conducted after 1-2 weeks action subtype: did the ae result in any treatment action result: no site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening, medical intervention and severity of adverse event is mild. Site related assessment: it is not related to capstone peek spinal system, posterior supplemental fixation system, tlif grafting and study procedure. Sponsor assessment (oc muo): possible related to procedure and not related to any device. Diagnostics: action type: diagnostic action subtype: x-ray1 action result: levoscoliosis; adequate spinal alignment and instrumentation at l4-s1; mild breakdown l3/l4 action date: (B)(6) 2024 action type: diagnostic action subtype: CT without contrast2 action result: adequate spinal alignment and instrumentation l4-s1; bilateral s1 screw haloing noted action date: (B)(6) 2024 action type: diagnostic action subtype: were any diagnostic test performed action result: y it was reported that the patient had lower mid back pain with prolonged walking. Additional information was received that onset date: 2024-03-11 description levoscoliosis outcome status: recovering/ resolving additional information was received that sponsor assessment (oc muo): possible related to procedure and posterior supplemental fixation system.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that onset date: (B)(6) 2024. (B)(6) 2026: additional information was received that description: bilateral s1 screw haloing interventions: action subtype: ae result in hospitalization action result: no action subtype: any other action(s) taken action result: yes other action taken: CT was ordered and follow-up was done after 1-2 weeks. On (B)(6) 2025, physical activity counselling was reviewed and suggested to avoid twisting, turning, bending and no high impact activities. Action subtype: did the ae result in any treatment action result: no diagnostics: action date: (B)(6) 2024 action type: diagnostic action subtype: x-ray3 action result: levoscoliosis; adequate spinal alignment and instrumentation at l4-s1, mild break down l3/l4. Action date: (B)(6) 2025 action type: diagnostic action subtype: were any diagnostic test performed action result: yes it was reported that l3/4 degeneration/breakdown seen on imaging. On (B)(6) 2025 patient reports intermittent lower back pain, alleviated by rest and no pain now at visit. Patient fell couple weeks ago while trying to pick up heavy bag of cement. Site related assessment: possible related to posterior supplemental fixation system. Additional information was received via manufacturer representative that there is no revision surgery planned or scheduled for the removal of loosened screw.